Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system gave cuvette not dry error. Customer reported that deionized water leaked from reagent probe a fluid line. Customer reported that the volume of the leak was small, < 25 ml customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a hole in the reagent probe a line to the probe due to wear. The fse replaced the line / probe assembly and the vacuum valve.

Manufacturer narrative:
(B)(4).